Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01714. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 1 months. (Calculated from the date when the device was purchased.) Manufacturer's investigation conclusion: the reported of no external power alarms during technical service's review of the submitted log file was confirmed. Evaluation of the logfile showed no external power alarms associated with a loss of ac power while the system controller was connected to a mpu on (B)(6) 2017 at 7:31:22am and at 7:31:37am. The system controller's backup battery powered the pump as intended during the losses of external power. The pump speed was recorded at the set speed throughout the log file. The mpu, reported serial number (B)(4), was not returned for analysis. The no external power alarms captured in the submitted log file could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home; however, the specific cause was unable to be determined during this investigation. Based on the reported serial number, the mpu was manufactured prior to the implementation of the v-lock connector. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that log files were submitted for review on (B)(6) 2018. Log file analysis completed by the manufacturer¿s technical services representative revealed no external power events that may have been associated with a disconnection of the ac power cable from the mobile power unit. During the no external power alarms, the system controller backup battery operated as expected and powered the device. Additional information was requested, but was not provided.